Event description:
It was reported that entrapment occurred. The 90% stenosed target lesion was location in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50 x 28mm synergy xd stent was implanted in the distal lad and observed by intravascular ultrasound (ivus) without any problem. A 3.00 x 24 mm synergy xd was implanted overlapping the first stent. An opticross imaging catheter was advanced for ivus but when it was being removed, it got stuck where the stents overlapped. Another guide catheter was advanced and a balloon catheter was inflated next to the stuck opticross. The opticross was successfully released and removed from the patient. The procedure was completed with another of the same device. There was no injury to the patient and the patient condition was good.

Manufacturer narrative:
The device was returned for analysis. There was no visual damage noted. Function inspection revealed the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and there was no indication of resistance in tracking the guidewire into of the catheter. Microscopic inspection revealed guidewire exit port damage along with pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that entrapment occurred. The 90% stenosed target lesion was location in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50 x 28mm synergy xd stent was implanted in the distal lad and observed by intravascular ultrasound (ivus) without any problem. A 3.00 x 24 mm synergy xd was implanted overlapping the first stent. An opticross imaging catheter was advanced for ivus but when it was being removed, it got stuck where the stents overlapped. Another guide catheter was advanced and a balloon catheter was inflated next to the stuck opticross. The opticross was successfully released and removed from the patient. The procedure was completed with another of the same device. There was no injury to the patient and the patient condition was good.